Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc single incision sling to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged, the plaintiff experienced significant mental and physical pain and suffering, neuromas, severe emotional distress, personal injuries, permanent injury, physical deformity, and has or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.